Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02536. It was reported that one day post implant, during device check of an asymptomatic patient, it was determined that the right ventricular and right atrial leads had dislodged. The right atrial lead was explanted and replaced with the existing ventricular lead and a new longer lead was implanted in the right ventricle. The patient was stable before, during, and after the procedure.